Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative found that the batteries were dead. He took them out and put them back in, and the iabp worked correctly. He also rewound the power cord, which was not retracting properly. The system was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that the pump would not work on line power, and that the power cord reel was not working. The patient was switched to another iabp and therapy was continued. No patient injury was reported.